Manufacturer narrative:
(B)(4). Batch # p92k87. Additional information: more info from surgeon - first clip fired, tips of clip opposed nicely and clip occluding structure. Upon reloading (1/3 pull) for second clip an unfired clip comes shooting out of tip of instrument. Remove from body, double check applier under direct vision - next clip or two seem to be ok. Back to intracorporeal use - every subsequent clip loads fine (1/3 pull) and seems to seat across structure well with tips in contact with each other. However, upon inspection the tips are touching but the center of the clip is not compressed and not occluding structure. I saw this and actually budged the resident out of the way and applied 4 or 5 myself. Each time the applier was fully squeezed, tips nicely opposed to each other, but they were loose and fell off of the structure after dividing it. I endolooped instead. Device analysis: the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. During the analysis, the device was cycled and it fed, retained and formed the remaining 9 clips as intended; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were scissoring. It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information.